Event description:
It was reported that the patient presented to the clinic for follow-up. The device was found to have exhibited post-paced t wave over-sensing. Device reprogramming was made. There were no adverse health consequences, the patient was stable.